Event description:
Initial reporter indicated that the pt was admitted to their facility for suicide ideation/attempt. It was reported that the pt had a history of multiple suicide attempts prior to being implanted with the vns and this was not unusual for this pt. The treating physician wanted to have the vns programmed off as he felt that "the vns may not be working to help the depression at the programmed settings" and that is the reason the pt tried to commit suicide. The pt's magnet was secured over the vns device to stop the vns therapy temporarily till the pt could have titration of their vns settings. It was additionally reported the pt wanted the vns programmed off. Good faith attempts are being made for additional info surrounding the event. It is unk at this time if the pt had suicide ideation or a suicide attempt.